Manufacturer narrative:
Cylinder had o.r. Damage. Cylinder had a separation leak. Pump performed within specifications. Reservoir performed within specifications. Tubing had o.r. Damage.

Event description:
Device was removed from the pt, due to fluid loss, and replaced.